Event description:
It was reported that insulin gauge displayed a fill estimate that was different from what customer expected. There was no reported impact to the customer¿s blood glucose level. Customer monitored pump until fill estimate updated on its own by the next morning, spoke with support staff, and was offered a replacement pump to maintain satisfaction.